Event description:
The device has been explanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade iii. Healthcare professional, later reported, creasing. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. White particles observed, in the surface of the shell. Observed, deformation on the device. No further actions are required, as the device was implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.